Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2014. Inratio: 1.5. Lab: 4.2. Time between tests: 1.5 hours. Therapeutic range: 2.0-3.0. Patient self tester had persistent nosebleed on (B)(6) 2014. Doctor recommended lab draw when inratio reading came back 1.5 despite nosebleed. After lab reading, patient instructed to halt coumadin dosage for 3 days.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined from the information provided by the customer. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retained strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The lot met specifications and no nonconformities were documented. No further investigation will be pursued at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.